Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event.  Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left knee revision, due to increase in pain and instability. Femoral component well-fixed and removed with some difficulty. Tibial component was noted to have significantly increased slope and no cement attached to it when it was removed. Notes excessive adiposity about the femur, morbid obesity with bmi 44 (post 90 lb wt loss). Loosening and malposition of left knee tibial component. Patella tracking normal, and did not revise, retained. No complications, 500mm ebl. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item# 189064 / item name vngd ant stblzd brg 14x71 / lot# 06240; item# 183028 / item name vanguard cr ilok fem-lt 65 / lot# 756020; item# 141233 / item name biomet cc cruciate tray 71mm / lot# 540400. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01089.

Event description:
It was reported by legal a patient underwent a primary left tka performed. Subsequently it was reported left revision of total knee eight (8) years later due to loosening, pain, instability and malposition. Attempts have been made and additional information on the reported event is unavailable at this time.